Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient self-disconnected driveline. Log file analysis capture some low flow events and calculated low flow at 2.5 liter per minute (lpm) but was not sustained long enough for the audible alarm. Driveline disconnect was captured on (B)(6) 2020. Additional information states that patient self-disconnected and arrested, but then recovered.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of a driveline disconnect alarm as well as low flow alarms was confirmed through the analysis of the submitted log files. According to the account, the alarms were due to the patient self-disconnecting. Furthermore, a direct relationship between the device and the report of arrest could not be conclusively determined. The account reported that the patient self-disconnected their driveline. The system controller event log files captured several controller fault flags for low flow beginning on (B)(6) 2020 at 16:26:55, when the estimated flow was calculated below the low flow threshold of 2.5 lpm. However, only one low flow alarm was captured, occurring on (B)(6) 2020 at 20:33:02. This low flow alarm was followed by several additional transient controller fault flags for low flow. At 21:48:57 on (B)(6) 2020, the driveline was disconnected, resulting in a pump stop along with low flow, driveline disconnect, and lvad off alarms. By 22:04:33, both power cables had been disconnected, resulting in power cable disconnect and no external power alarms. This no external power event is addressed under MFR# 2916596-2020-02621. A shutdown sequence for the system controller was initiated at 22:06:19 on (B)(6) 2020. On (B)(6) 2020 at 09:08:26, the system controller was powered on again and it appeared that the driveline had been reconnected. By 09:08:27, the white power cable had been connected to the power module. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. The introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the hm3 IFU states that there may be risks associated with performing external chest compressions in the event of cardiac arrest, due to the location of the outflow graft and the presence of ventricular apical anastomosis. External chest compressions may damage the outflow graft or dislodge the left ventricular assist device inflow tract. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline disconnect alarm was confirmed through the analysis of the submitted log files. Furthermore, although the report of low flow alarms was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined. A direct relationship between the device and the report of arrest could not be conclusively determined. The system controller event log files captured several controller fault flags for low flow beginning on (B)(6) 2020 at 16:26:55, when the estimated flow was calculated below the low flow threshold of 2.5 lpm. However, only one low flow alarm was captured, occurring on (B)(6) 2020 at 20:33:02. This low flow alarm was followed by several additional transient controller fault flags for low flow. At 21:48:57 on (B)(6) 2020, the driveline was disconnected, resulting in a pump stop along with low flow, driveline disconnect, and lvad off alarms. By 22:04:33, both power cables had been disconnected, resulting in power cable disconnect and no external power alarms. This no external power event is addressed under pi-2020-0048033-02. A shutdown sequence for the system controller was initiated at 22:06:19 on (B)(6) 2020. On (B)(6) 2020 at 09:08:26, the system controller was powered on again and it appeared that the driveline had been reconnected. By 09:08:27, the white power cable had been connected to the power module. It was later reported that the cause for the low flows and driveline disconnect was identified as the patient self-disconnecting. The patient arrested and recovered. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. The introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the hm3 IFU states that there may be risks associated with performing external chest compressions in the event of cardiac arrest, due to the location of the outflow graft and the presence of ventricular apical anastomosis. External chest compressions may damage the outflow graft or dislodge the left ventricular assist device inflow tract. No further information was provided. The manufacturer is closing the file on this event.